Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 28 days (16jan2023 ¿ 12feb2023 per timestamp). No external power alarms were active on 10feb2023 at 06:37:29 ¿ 06:37:30. These alarms were consistent with a loss of ac power while the controller was connected to the mpu. The backup battery was able to provide power to the system during the alarms. The alarms cleared once power was restored. There were no other notable alarms active in the logfile. The device appeared to function as intended. Additional information provided on 02jun2023 stated that the serial number of the system controller is unknown, and the serial number of the mpu is (B)(6). It is unknown if there were any environmental circumstances that may have caused the alarms. It is also unknown if the mpu has a v-lock connector, if the power cord came loose from the outlet or the back of the mpu. No equipment was exchanged nor will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly switch between power sources. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported during investigation findings that the log files revealed a no external power event on 10feb2023 due to a loss of ac power on the mobile power unit.